Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was stuck. A technical support specialist (tss) connected to the station and verified its functionality. The logs indicated a failure in windows updates, which was subsequently fixed. Tss performed disk cleanup, and the system's health was restored using dism. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, application had frozen. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.